Event description:
Angiograph result showed 50-60% stenosis in the middle of right coronary, 70-80% stenosis in the distal of right coronary, timi grade 3. The lesion was pre-dilated with a 2.0mm x 15mm balloon (6-12atm for 5 seconds). It was reported that the physician proceeded to use a 3.0mm diameter x 30mmmm length endeavor resolute (rx) drug eluting stent but the device could not pass the target lesion. It was reported that the physician made several attempts but was unsuccessful. Upon removal of the device it was noted that the middle of the stent was deformed. The lesion was pre-dilated again and another 3.0mm diameter x 30mmmm length endeavor resolute (rx) drug eluting stent was successfully implanted, completing the procedure. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 14th distal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however , it is very similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: lesion morphology (50 - 80% stenosis). Inherent risk of procedure (stent deformation). Deformation problem evaluation codes: conclusion 50 lesion morphology (50 - 80% stenosis). Inherent risk of procedure (stent deformation). (B)(4) - no consequences or impact to the patient; material deformation.